Event description:
It was reported per article of interest literature review that a 64-year-old woman with sinus node dysfunction was implanted with an ACCOLADE MRI left-pectoral dual-chamber pacemaker with INGEVITY transvenous leads (Boston Scientific, Marlborough, MA). She experienced a first atrial fibrillation (AF) recurrence and then a second AF recurrence. She presented to the cardiac electrophysiology laboratory for pulmonary vein and persistent left superior vena cava (PLSVC) isolation. Pulsed field ablation (PFA) applications were associated with pacemaker noise artifact which resulted in oversensing and pacing inhibition with asystole of 3.6-seconds. Lead parameters before and after PFA applications were comparable. The pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Wang, Norman, et al. (2025). Pulsed field ablation in persistent left superior vena cava for atrial fibrillation via interrupted inferior vena cava with azygos continuation utilizing novel electroanatomic mapping features in the presence of a permanent pacemaker. Heart Rhythm Case Reports, Vol 11, No 9, September 2025. https://doi.org/10.1016/j.hrcr.2025.06.026.